Event description:
The customer reported to olympus that the high flow insufflation unit screen went black, and an error sound was heard. The issue occurred during a therapeutic procedure. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer complaints could not be reproduced. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if the user facility provides any additional information.

Manufacturer narrative:
This report is being supplemented to provide additional information, and the legal manufacturer's investigation. D4 and e1 have been updated. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, the root cause of the events could not be determined. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was returned to olympus for evaluation, and the reported customer allegation was confirmed. Based on the results of the investigation, the likely cause of the reported event is due to main board. Olympus will continue to monitor field performance for this device.